Manufacturer narrative:
The hospital biomed replaced the flow sensor. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the flow sensors were not providing any flow. There was no reported patient involvement.